Manufacturer narrative:
(B)(4). Date sent: 1/23/2024. D4: batch # 412c93. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee45a device was returned with no apparent damage, with a tyvek, and with one gst45g reload loaded on the device. The reload was received fully fired with some b-formed staples on the reload deck. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and the device did not achieve its complete firing sequence, the knife did not return automatically to the home position. The knife was returned to the home position by activating the reverse button manually. The staple line and cut line were complete and the staples meet the staple release criteria. The device was disassembled to verify the integrity of the internal components and an incorrect drive bar was found installed on the device that would not allow the knife to return to its home position by activating the return switch. Based on the information currently available, a product issue was identified during the investigation of the sample received. The incorrect drive bar installed on the device is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 412c93, and no non-conformances were identified.

Manufacturer narrative:
(B)(4) date sent: 12/18/2023 d4: batch # unk additional information it was thoracoscopic procedure. Manual override lever was used to open the jaws. The staple malformed occurred on the side which has been taken out, so there was no additional treatment. There was no change in the procedure (e.g. Additional porthole, conversion to the open procedure) due to the issue. The patient is stable. The staple could not be stapled properly. The device could not be fired properly on the bronchi. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lobectomy, the jaws did not open. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning. No further information is available.